Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted with concurrent tubal ligation due to sui, pop, fecal incontinence, uterine prolapse, rectocele, and cystocele. The patient experienced pain, erosion of her internal tissues, urinary problems, dyspareunia, and she has undergone additional surgeries and revisionary procedures. It was reported that patient underwent mesh revision on (B)(6) 2013 due to sui. No additional information is provided at this time.